Event description:
The customer obtained atypical calibrator responses while trying to calibrate glucose (glu) on a dt60 analyzer and calibration failed. The event is consistent with a malfunction that could have caused a falsely elevated glucose result to be reported. There were no pt samples involved and no allegation of harm was reported as a result of this event.